Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced a change in her stimulation. X-rays were taken and indicated a lead migration. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.